Manufacturer narrative:
Bleeding is a known potential adverse event and is documented in the device labelling.

Event description:
Patient underwent the neuromark procedure on (B)(6) 2024 and on (B)(6) 2024 (28 days post procedure) the subject experienced severe epistaxis from the left nasal cavity. The event required an ed visit and cauterization and spa ligation to control the epistaxis. The sae is resolved.